Manufacturer narrative:
Additional, changed, and/or corrected data: b5, h6, h10 reason for reoperation: gel bleed, capsular contracture baker grade iii the event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported right side rupture. After surgery it was reported "previous breast augmentation in the prefectoral plane with bilateral capsular contracture baker grade iii" and "beginning first on the right side a breast splitting incision was made in the lower pole. Electrocautery was used to dissect down to the implant capsule. The capsule was circumscribed almost completely and then entered and the implant found to have extensive gel bleed around it. There was no frank defect in the implant." Device has been explanted and replaced.

Event description:
Healthcare professional reported rupture. Device has been explanted and replaced. This relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. After surgery it was reported "previous breast augmentation in the pre-pectoral plane with bilateral capsular contracture baker grade iii" and "beginning first on the right side a breast splitting incision was made in the lower pole. Electrocautery was used to dissect down to the implant capsule. The capsule was circumscribed almost completely and then entered and the implant found to have extensive gel bleed around it. There was no frank defect in the implant." Device has been explanted and replaced.

Manufacturer narrative:
Photo evaluation: visual analysis of the photographs identified: -capsular contracture: observed next to the device appears to be biological tissue but, it is a medical event not related to the device. -gel bleed: unable to confirm as it is a medical event not related to the device. It is not possible to determine the lot number or catalog through the photos provided.